Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a lap colon procedure, the device broke at the scissors tip. No pt consequence reported.